Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient was pre-operatively diagnosed with l5-s1 pseudoarthrosis, obesity, bilateral up/down foraminal l5 stenosis and underwent the following procedures: stage I total discectomy l5-s1 with decompression of the bilateral l5 foramina, anterior spinal fusion using bone morphogenic protein combined with femoral cortical ring allograft, anterior instrumentation using anterior lumbar plate. As per op-notes, "after the wedging was completed it was packed with bone morphogenic protein- soaked sponge combined with local bone graft. Local bone graft was obtained from endplate preparation. Additional bone morphogenic protein-soaked sponge was placed in the posterior disk space and then the structural graft was placed using the insertion device. We had excellent fit and fill.¿ the patient tolerated the procedure well without any intraoperative complications. Post-op, the patient continues to experience chronic lower back pain, with pain radiating down to her hips, legs and knees, and numbness in lower back. She experiences balance issues, is constantly leaning to the right, and cannot sit, stand, or walk for long periods of time. She requires a cane, walker and wheelchair for assistance. Patient also suffers from urinary incontinence."